Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Unit modified according to guideline of manufacturer. Unit safety test was performed according to manufacturer's final test procedure with reference accessories functional test performed. Electrical safety test completed. Mechanical damaged keypad: handcontrol set replaced. Hipot test completed. Functional test according to test procedure completed. Preventive replacement of o-rings performed according to service manual. The root cause could be the failure of locking mechanism which have been upgraded. ¿this serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo.¿ at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device did not hold the burrs. There was no potential harm indicated. It was discovered post operatively. The procedure has been completed. The replacement has been provided to the customer. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the complaint device was received and evaluated at service center. The complaint was not confirmed, however other defects were identified. Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories functional test performed. Electrical safety completed. Mechanical damaged keypad: handcontrol set replaced. Hipot test completed. Functional test according to test procedure completed. Defective o ring- preventive replacement of o-rings performed according to service manual. The root cause of the defect is the missing tissue seal. A brush is used in cleaning the device, improper use of the brush could lead to damage / loosening of the tissue seal. A review of lot/batch history for each legacy fms product complaint received by mitek complaint handle unit (chu) is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).